Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm during rewind. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 154 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Unable to perform functional testing including displacement test, basic occlusion test, occlusion test, excessive no delivery test, prime test, a21 error test or self-test due to motor error alarms. The insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads, cracked belt clip slot, minor scratched lcd window and with stained end cap sticker.